Event description:
It was reported by the customer's father that the customer had the insulin pump for 5 years and when the infusion set was changed, the customer received a no delivery alarm. Customer's blood glucose level was 503 mg/dl. Customer will monitor the pump and call back if issue persists. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.